Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2008 to and mesh was used along with (ams) subfascial hammock. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Lawyer-filed report (B)(6). The patient underwent mesh implantation in order to treat a rectocele and a cystocele. It was reported that following insertion the patient experienced pain, infection and urinary problems. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). At the time of mesh implantation it was reported that the patient underwent the concurrent procedure of cystoscopy.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.